Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced impedances issues, as well as vertigo after initial implantation. The recipient was prescribed steroids for vertigo which only temporarily resolved the issue. A videonystagmography (vng) was performed and showed right-side vestibular weakness. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.